Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd facscelesta¿ was left on overnight and biohazardous waste under pressure sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from german to english: was the leak liquid or air? Liquid; was the leak contained within the instrument? Not contained; was there spray of liquid under pressure? Yes, waste was under pressure; what was the fluid that leaked? Biohazard; did biohazard leak before or after waste line? After waste line; was the waste mixed with decontamination/bleach? No. The device was accidentally left on overnight and ran empty and the waste appears to have overflowed. The 20l waste container was full and then the waste accumulated until the 4l table sizzling tank overflowed.

Manufacturer narrative:
After further review MFR#2916837-2021-00259 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that the bd facscelesta¿ was left on overnight and biohazardous waste under pressure sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from german to english: 1- was the leak liquid or air? Liquid; 2- was the leak contained within the instrument? Not contained; 3- was there spray of liquid under pressure? Yes, waste was under pressure; 4- what was the fluid that leaked? Biohazard; 5- did biohazard leak before or after waste line? After waste line; 6- was the waste mixed with decontamination/bleach? No. The device was accidentally left on overnight and ran empty and the waste appears to have overflowed. The 20l waste container was full and then the waste accumulated until the 4l table sizzling tank overflowed.